Event description:
The reporter called regarding freestyle libre 03 continous glucose monitoring device. The reporter mentioned she used three sensors which gave inaccurate reading by twenty to thirty units. On (B)(6) 2024 the device showed blood glucose level 55 mg/dl, whereas the actual blood glucose checked on glucometer was 117mg/dl. Another day while she was driving she felt shaky and weak on checking the blood glucose level on device it displayed 103 mg/dl whereas the actual blood glucose level was 72 mg/dl as per the glucometer. The reporter has complained to the manufacturer and got two different sensors, but she has stopped using the device due to incorrect readings. Ref reports: mw5158635 and mw5158636.